Event description:
Blood noted in tubing of catheter after an undetermine amount of time surgical removal performed due to blood clot present in balloon. The hosp was unable to provide any add'l info.